Event description:
Customer reports red skin rash where the CPAP mask touches his face. Md & dermatologists seen. The customer received antibiotics, antibiotic cream & steroid cream.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.